Manufacturer narrative:
Lot number was inadvertently entered into the serial number field on the original report.

Event description:
Lot/serial number correction.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a small pieces of the sponge broke off in the incision and all over the drapes.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received for investigation. The reported condition cannot be observed without a sample. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition as described by the customer. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues found. All scheduled maintenance and calibration activities were completed on time. If information is provided in the future, a supplemental report will be issued.